Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmepj / j433h05, and no non-conformances related to the reported complaint condition were identified. Note: events reported in 2210968-2021-04481. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Unknown. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Thyroid skin. Please provide the procedure name and date. Unknown. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No device return. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thyroid procedure on (B)(6) 2021 and suture was used. While approximating the skin over the thyroid, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.